Manufacturer narrative:
Other text: d10. Device available for evaluation; h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. One device was received. Visual inspection noted a scratched liquid crystal display (lcd) lens and air detector damaged. During functional testing and visual inspection, it was found that the air detector was not detecting liquid and damaged. The complaint was confirmed. The most probable root cause was the customer damaged the air detector. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. It was recommended to the customer to replace the air detector.

Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device exhibited air in line. No adverse patient effects were reported by the customer.